Manufacturer narrative:
The pse replaced the cpu board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed that the cause of the issue is a faulty central processing unit (cpu) board, cpu board will need to be replaced.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting backup alarm failed error message during periodical check. It was reported there was no patient involvement at the time the issue was discovered. The investigation on going.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the cpu pcba into a pil ventilator to duplicate the reported issue. No tone via the use of the 10vdc power supply. During visual observation the pil tech verified that there was not date code on ls1 of the cpu pca. Through the use of the power supply, 10 vdc was applied directly to the pins of ls1 while adhering to circuit polarity. Tech verified that ls1 failed to sound. No further testing will be required.